Event description:
It was reported that during device unpackaging and prior to use, the nc trek balloon and tip was detached from the catheter inside the packaging. It was noted the protective mandrel wire and the catheter were present. There was no patient involvement. A second nc trek was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Separation of the balloon and catheter tip was confirmed. The stretching and jagged fracture face noted during return goods analysis suggests excessive force was used to remove the finished goods balloon sheath. A search of the lot history record indicated no related non-conformance records for this specific lot. A query of the complaint handling system was performed, revealing no other incidents have been reported for this lot. An expanded records review was conducted and found a product issue potentially related to difficulty removing the balloon sheath. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.